Event description:
It was reported while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: after the end of sit flush, a few drops will hang down after a while. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 2l6c instrument, part # 651165, serial # (B)(6). Problem statement: customer reported a complaint regarding a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 12mar2020 to date 12mar2021. Complaint trend: there are 7 complaints related to a leakage of biohazard from the sit not contained within the instrument. Date range from 12mar2020 to date 12mar2021. Manufacturing device history record (DHR) review: DHR part #651165 serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a worn valve subassembly. The four valve subassembly (service 654891 / pn 700024961) is used to regulate fluid flow, and a lowered performance of this part can lead to flow rate issues and leakages. The customer had reported that after a sit flush, the sit would drip biohazard. An fse (field service engineer) was sent onsite, and they confirmed that the issue was due to the valve assembly. The fse replaced this part along with a barbed fitting (pn 642160), and the instrument was working as intended with no further leakages. No parts were requested for evaluation as these parts are not returnable and were discarded. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2021. Defective part number: 654891 - four valve subassy (sheath) service. 642160 - barb insr assembly 1/4-28ftg.17 barb ppl . Work order notes: subject / reported: dripping from sit. Problem description: after the end of sit flush, a few drops will hang down after a while. Work performed: valve unit replacement. Cause: valve poor control. Solution: correspondence at the time of installation. Symptoms improved by replacing parts. Returned sample evaluation: a return sample was not requested because the parts that were replaced are not returnable and were discarded. Risk analysis: risk management file part # (B)(4), rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes ,no. O azure ID: (B)(4). O ID: (B)(4). O reg status: ivd; ruo o hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: - sit design to capture back drips. - provide instruction for universal precautions. Req link (azure ID): (B)(4) sample preservation during pause implementation verification: lsvn-1008-dp sit backflow control libivd-se-15-51ir effectiveness verification: lsvn-1008-dr libivd-se-15-51ir probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes, no root cause: based on the investigation results the root cause of the leakage of biohazard from the sit not contained within the instrument was due to a worn valve assembly. Conclusion: based on the investigation results the root cause of the leakage of biohazard from the sit not contained within the instrument was due to a worn valve assembly. The fse confirmed the issue and replaced the valve assembly. After the repair, the instrument was rebooted, tested,and functioning as expected. No one was harmed or injured due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected.the safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: after the end of sit flush, a few drops will hang down after a while. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No.